Manufacturer narrative:
(B)(4). This MDR is being filed after the associated complaint was reviewed under remediation protocol_(B)(4), compliant/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
After being placed in the patient, the catheter broke at the distal end of the hub after the patient was home for about one week the catheter was removed and replaced.

Manufacturer narrative:
Manufacturer report number: correction.